Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up due to issue with the disk bay of flexvision pc. Review of the system log file showed that there was a malfunction with flexvision pc which resulted in the system not being able to complete the startup sequence. The fse swapped os disk bay of flexvision pc from tray#1 to tray#2. After swapping the disk bay, system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that system would not boot up. No harm was reported. System was not in clinical use at the time of the reported event. Philips has started an investigation of this complaint.